Event description:
It was reported that the cardiocap 5 pt monitor emitted a sizzling sound and stopped functioning (not powering up). It was found that one of the capacitors in the ac/dc power supply was leaking. There was no report of pt involvement or harm to the user. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.